Event description:
It was reported that the patient¿s blood glucose (bg) reached 413 mg/dl while wearing the pod between 36 and 48 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient gave a correction bolus. The pod was leaking and ketones were positive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device completed first and second prime in an expected number of pulses. The device was deactivated at 2446 pulses. No damages capable of causing a needle mechanism failure were observed. A leak test was performed. No leaks were observed.